Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "high power" and "vad stop" event could not be confirmed. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the patient tried to exchange his controller following an unspecified ventricular assist device (vad) alarm with a vad stop. Interrogation of the vad revealed abnormal function and flow up until the exchange of the controller. When the controller was reconnected in the emergency room, there was a spike in power to 15-20 watts with inability to generate rotation/flow. This occurred again after admission after connection to a new controller but the pump would not restart. The vad was turned off as a result of suspected thrombus. No further patient complications were reported as a result of the event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.